Event description:
It was reported, that the surgeon noticed, on patient¿s post-op x-rays. That the attune revision 14x50mm stem trial used, during surgery was found in patient¿s right total knee, two weeks later.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the surgeon noticed on patient¿s post-op x-rays that the attune revision 14x50mm stem trial used during surgery was found in patient¿s right total knee two weeks later. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that the attune rev cem stem trl14x50 is remaining inside the patient. However with the evidence provided the reported broken condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rev cem stem trl14x50 would have contributed to the reported event. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: d4 primary UDI number if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.